Event description:
The MFR rec'd an email from a person indicating that he/she had undergone an endoscopic ablation procedure (rfa) and developed difficulty swallowing afterwards and that endoscopic dilation was performed. No info regarding the physician or site of service was provided. No info regarding prior stricture or prior treatment was provided. No device malfunction was reported. While this adverse event is presumably a stricture formation after ablation, the MFR does not have the medical record to confirm this. Further, the MFR may have previously been informed of this adverse event by the hospital or physician separately and the MFR may therefore have already reported this event previously. Regardless, the MFR is reporting this adverse event separately here to ensure full compliance with 21 c.f.r. Part 803.